Manufacturer narrative:
The field event of premature depletion was confirmed. Further analysis will not be performed at this time per legal hold.

Event description:
It was reported that the patients implantable cardiac defibrillator had reached eri on (B)(6) 2017. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.